Event description:
The customer's father stated that insulin leaked past the o-rings. The father also reported a blood glucose reading of 460 mg/dl, which the customer would be treating. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.